Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient reported squeaking in the right hip ten years post-implantation. It was reported the squeaking was not reproducible on clinical examination.